Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was giving a high reading and then shutting off, instead of displaying the ¿hi¿ message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the evening. The patient reported taking no diabetes medications to mange her diabetes. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the allege disuse. The patient reported at an unknown time later, she developed symptoms of ¿dizziness and blacking out.¿ the patient reported on (B)(6) 2013, she was hospitalized and treated with IV fluids. It is unclear if the IV fluids contained glucose or dextrose as well. The patient was unable to recall what readings were obtained by the hospital meter. At the time of troubleshooting, the cca was able to resolve the alleged issue with a walk through. Replacement products were sent to the patient. This complaint is being reported because, the reporter claims due to the alleged issue, the patient developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional to prevent additional injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.